Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a "crimp" was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the crimp and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer's mother reported that her son "had a crimped cannula" and, as a result, his blood sugar levels "went up to 300mg/dl". Despite the crimp, however, no pod alarm was reported. The pod was immediately removed. No additional information about the event or the device was reported. The pod will not be returned for evaluation.